Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer's mother reported her daughter receiving a battery out limit alarm. The mother stated the alarm occured after the battery was replaced. The daughter's blood glucose was 120 mg/dl. The mother also reported the keypad was scrolling and not responding. The mother could not recall any significant events leading to keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.